Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported during the implant procedure that the impedence was >4000 ohms at the analyzer measurements. The lead was removed and replaced with an sjm lead. No patient complications have been reported as a result of this event.